Manufacturer narrative:
After further review, it was determined that the event was already reported in mfg report no: 2249723-2025-0004194. Please refer to mfg report no: 2249723-2025-0004194 for all event related information. Please cancel mfg report number: 2249723-2025-0004184 in your database.

Event description:
N/a.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) top screen is constantly going in and out. There was no adverse event or harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site postal code- (B)(6). A supplemental report will be submitted upon completion of our investigation.